Event description:
On (B)(6) 2025, it was reported by a clinical specialist that the user was hospitalized following a motor vehicle accident post-dialysis. Hospital treatment included surgery for a pelvic fracture, and the user was reported to be sedated. Product involvement is unclear. Multiple follow-up attempts to gather additional information were unsuccessful and no further information is available.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.